Manufacturer narrative:
The insulin pump was programmed with the current time and date and monitored for 4 hours; the time and date functioning properly and no program or reset anomaly during our testing noted. The insulin pump passed displacement, a21 error test and self test. No a21 and a17 alarm during our testing noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that time and date needed to be reprogrammed with each battery change. Alarm history showed several unexpected restart alarms and signal too low alarms. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.